Manufacturer narrative:
The investigation of vf/vt/af/at and stroke/cva has been completed. The returned product was visually inspected and biomaterial was found on the returned product which doesn't affect the results of the investigation. As this clinical information was not provided, the true root cause of the stroke/cva and vt/vf could not be determined.¿ d9 date device returned to manufacturer was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26453. H3 selections on initial manufacturer device report number 1220648-2025-26453 were incorrect as the device was received for investigation h6 type of investigation code 4114 was inadvertently entered incorrectly on initial manufacturer device report number 1220648-2025-26453. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26453.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced ectopy on day one of support. Adjusting the p-level was unsuccessful. The impella was repositioned and ectopy resolved. It was also reported that on day eight of impella support the patient had a stroke. The patient had two head computed tomography scans to follow, and both came back normal. The patient had full function of the right side of their body, but patient was still having difficulty moving their left arm and leg. The patient continued on support until the deice was successfully weaned. Patient outcome was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿